Event description:
A customer reported that the quick bolus/wake button on their pump was difficult to press and often required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. To maintain customer satisfaction, a replacement pump was sent due to the button issues, and the customer was advised on returning the faulty pump. They were informed about programming settings and connecting their cgm to the new pump, and it was confirmed that the pump would come with updated software. The customer agreed to continue using their current pump as backup and acknowledged all instructions provided, including those for returning the old pump.